Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology. The reported poor image resolution was due to echo shadowing. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025 a patient presented with grade 5 tricuspid regurgitation (tr), thin and short septal leaflets and an enlarged atrium for a triclip procedure. During the procedure there were difficulties visualizing the clip due to poor image quality. There was echocardiograms shadowing. One clip was deployed. Upon deployment of the second clip, a single leaflet device attachment (slda) was observed. The clip detached from the septal leaflet and remained attached to the anterior leaflet. A third clip was implanted to stabilize the second. The final tr grade was <1. Per the physician the slda was due to the patient's pre-existing anatomy.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.